Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Nov 2017 bimonthly asr exemption e2013025 the total number of events for product classification code otn is 63. Qty 1- align combo kit without dilator qty 19- align r retropubic urethral support system qty 3- align rs retropubic/suprapubic urethral support system qty 8- align s suprapubic urethral support system qty 14- align to trans-obturator urethral support system- halo qty 11- align to trans-obturator urethral support system- hook qty 1- align to trans-obturator urethral support system- hook & halo qty 6- align urethral support system h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Nov 2017 bimonthly asr.